Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We cannot confirm the event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The prestataire reports "leaking inside the pump. Liquid present at the battery compartment and all around the housing. Damaged screen". Additional information has been requested. If additional information is received a supplemental report will be submitted.